Event description:
The customer stated that false positive axsym toxo igm results were reported for a pregnant female patient in early 2008. The physician questioned the positive results and the samples were sent to another laboratory for testing. Both samples tested negative at the other laboratory. The pregnant patient was treated for toxoplasmosis based on the false positive axsym results. No injury was reported.

Manufacturer narrative:
This report is being filed on an international product (axsym toxo igm) that has a similar product distributed in the us (axsym toxo igm). In-house samples of axsym toxo igm reagent, lot number 57399hn00 (containing the same components as the sub lot used by the customer) and lot number 58122hn00 were tested in combination with controls and panels used for determination of the assay specificity. The index values for the negative and positive control were within assay specifications and the index values of the specificity panels were within manufacturing specifications. Master lot release testing for lot number 57399hn01 was performed on oct 11, 2007 and for lot number 58122hn00 on oct 22, 2007. The test data was reviewed and indicated the master lot listed above was released within manufacturing release specifications. Additionally, the performance of lot numbers 57399hn01 and 58122hn00 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated lot(s) of axsym toxo igm reagent. This review did not reveal any events or issues that may have impacted the performance of the above lot number(s) in relation to the customer complaint issue. The complaint text indicated that a patient received treatment based upon the axsym toxo igm test results. The axsym toxo igm, assay package insert specifically states that the axsym toxo igm assay is used as a general screen. In the absence of clinical symptoms or known exposure, a diagnosis of an unsuspected primary t. Gondii infection should not be based solely upon a reactive result. Another method should be used for confirmation before making that diagnosis. In addition, all highly sensitive immunoassay systems have a potential for nonspecific reactions due to immunological cross reactivity. A review of complaint trending reports for the period of november 2007 to january 2008, for list number, indicated there were no adverse trends associated with the axsym toxo igm assay. Based on the investigation, it was determined that the axsym toxo igm assay, lot number 57399hn01 and 58122hn00, is performing acceptably. This is the final report.